Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt is seeing starbursts. In the surgeon's opinion, the event is not lens related and is due to wrinkles in the posterior capsule that should straighten out with time. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/30/2009, 07/06/2009, 07/10/2009 and 07/22/2009 by mail, fax and phone. Additional info was received 07/22/2009 by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 07/24/2009.